Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted CT scan of the patient¿s outflow graft confirmed the reported extrinsic obstruction of the outflow graft. A direct correlation between the reported neurological dysfunction and the device could not conclusively be determined through this evaluation. The submitted CT of the sealed outflow graft showed an obstruction between the outflow graft and bend relief resulting in a compression on the outflow graft. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 12dec2018 the heartmate 3 lvas IFU lists neurological dysfunction (not stroke related) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU also lists neurological dysfunction as a potential late postimplant complication. The heartmate 3 lvas IFU describes the pump flow display and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. The heartmate 3 lvas patient handbook describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an outflow graft thrombus was discovered via CT (computed tomography) scan. Patient was listed for urgent transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that computed tomography (CT) imaging was used for urgent listing. The site commented that the majority of the clot was sitting between the bend relief and the outflow graft but were suspicious of an intraluminal component in view of the neurological symptoms. There were no log files available. The patient came to clinic and described a spontaneous loss of vision lasting approximate 2 hours, it then occurred once more a couple of days later. The site arranged a CT scan of head, chest, and abdomen to review all areas to rule out any infection. The patient underwent transplant on (B)(6) 2021. The outcome was device or therapy related. The device will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.